Event description:
Per the parent the recipient experienced had a head impact in (B)(6) 2024, then a obvious decline in hearing performance with the left-side device was observed. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with the reported external mechanical impact were determined to be the root cause of device failure. In addition, directly after the reported trauma in situ measurements showed poor coupling, however this was most likely due to a swelling, since the device electronics works within specification during investigation. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
Conclusion: based on the received information, a mechanical damage of the stimulator housing, which is typical for an external impact to the housing, appears likely. However, an investigation of the explanted device is necessary to determine an exact root cause of failure. Re-implantation was carried out, but the device has not been received yet. This is a combined initial / final report.

Event description:
Per the parent the recipient experienced had a head impact in (B)(6) 2024, then a obvious decline in hearing performance with the left-side device was observed. The recipient has been re-implanted.